Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms. It was reported that the lead impedance had been trending upward since implant. No noise or oversensing was observed. Technical services discussed testing recommendations. The patient was presented at the clinic for a follow up appointment, with no other signs of a lead problem. Additional information was received that increased pacing threshold and increased pacing impedance measurements were observed. A revision procedure was performed and the right ventricular (rv) lead was surgically abandoned. The device was also electively replaced at the same time. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.